Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Service operation center of omsc checked the subject device and found the following. The angulation of the bending section was insufficient. The bending section kinked. The bending section cover damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc, but omsc could not duplicate the user's report. The evaluation is in progress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the bronchoscopy the user observed not only the patient's inside body but also the insertion tube of the subject device on the endoscopic image. The user facility had checked the phenomenon by x-ray and found that the insertion tube of the subject device had become loop shape. Then the user withdrew the subject device from the patient under the x-ray procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) evaluated the subject device and but omsc could not duplicate the user's report. The exact cause of the reported phenomenon cannot be conclusively determined. If additional information becomes available, this report will be supplemented.